Event description:
It was reported that, during preparation for the procedure, when using a 125 handpiece in conjunction with the console, there was one aiming beam but two burn marks. The runout test, mirrors and power were confirmed to be in good condition. The device was replaced, and the procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
Additional manufacturer narrative: b3 - date of event was not provided, estimated date entered.

Event description:
It was reported that when using a 125 handpiece in conjunction with the console, there was one aiming beam but two burn marks. The runout test, mirrors and power were confirmed to be in good condition. No further information was provided.

Event description:
It was reported that, during preparation for the procedure, when using a 125 handpiece in conjunction with the console, there was one aiming beam but two burn marks. The runout test, mirrors and power were confirmed to be in good condition. The device was replaced, and the procedure was completed using another device. There were no patient complications.